Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency department progressive lower abdominal pain with associated chills, decreased appetite, generalized weakness, one episode of vomiting, loose stools, and productive cough. A CT (computerized tomography) of the abdomen showed proximal occlusion of sma (superior mesenteric artery) with pvg (portal vein gas) and pneumatosis, indicative of mesenteric ischemia, an nasogastric (ng) tube was placed as a conservative management. The patient was admitted with mesenteric ischemia, febrile to 100.8 deg f, tmax 101.1. All cultures were negative but suspected septic source abdominal infection. Patient was treated with IV (intravenous) meropenem, vancomycin, and zosyn for seven days ((B)(6) 2019 to (B)(6) 2019). On (B)(6) 2019 patient became febrile again consistent with worsening abdominal disease and ischemic enteritis by CT scan and was treated with 2 weeks course of IV zosyn and vancomycin. The patient underwent diagnostic laparotomy which revealed viable bowel. On (B)(6) 2019 the patient was taken for an inferior mesenteric artery (ima) stent, sma was unable to be stented due to disease severity. On (B)(6) 2019 the patient developed leukocytosis, likely sepsis secondary to the mesenteric ischemia/abdominal source, all cultures remained negative. The patient completed a second 2 week course of vancomycin and zosyn. The patient was discharged on (B)(6) 2019.